Manufacturer narrative:
Updated data: additional information was received that severe paravalvular leak (pvl) was noted. It was determined that the cause of the valve dislodgement was due to under-sizing and a high implant. No additional adverse patient effects were reported.  Device code c62876. It was initially inaccurately reported that the report source included "study." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, into a calcified native aortic valve, the valve was deployed at a depth of 4mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). Upon release, the valve dislodged out of the native annulus to -5mm with severe aortic regurgitation noted on transesophageal echocardiogram (tee) and st-elevations were observed on electrocardiogram (ECG). The valve was snared above the sinotubular junction which resolved the st-elevations. Subsequently, a larger 29mm valve was loaded and successfully implanted at a depth of 6mm and resolved the aortic insufficiency. It was noted that the patient was low risk and measured borderline between a 26mm and 29mm valve; a 26mm valve was implanted as the sinus of valsalva diameters were on the ¿smaller side¿. It was reported the physicians chose not to perform a pre-implant balloon aortic valvuloplasty (bav). No additional adverse patient effects were reported.